Event description:
Initial calcium result of 9.3 mg/dl. Same sample repeated twice recovered 11.0 mg/dl and 9.4 mg/dl. Results were not reported. If add'l info is received, appropriate notification will be provided.